Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak test, clear passage, and clamp function testing were performed and no issues were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The event was further described as ¿leak at cassette door¿. This occurred during initial drain of peritoneal dialysis (pd) therapy. Renal therapy services assisted the patient with ending the therapy session and removing the supplies. Continuous ambulatory pd was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.